Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
A 53-year-old female patient with a history of coronary artery disease and a left ventricular ejection fraction of 5 percent received impella 5.5 support for acute heart failure and cardiogenic shock secondary to chronic non-ischemic cardiomyopathy as a bridge to transplant. Prior to implantation, the patient was receiving one inotropic medication. Hemodynamics improved following impella placement. On the sixteenth day of support, the patient experienced intermittent episodes of ventricular tachycardia. Device positioning was evaluated with echocardiography, and the impella 5.5 was slightly repositioned, after which no further episodes of ventricular tachycardia were observed. On the nineteenth day of support, the physician attempted to further reposition the device under echocardiographic guidance but was unable to advance the catheter more than 0.5 centimeters. The blue spring-lock mechanism was functioning appropriately; however, the device could not be advanced or retracted. After a total of 70 days of support, the patient was successfully bridged to transplantation.

Manufacturer narrative:
B5. Additional event description added. D1. Brand name corrected. D4. Catalog, serial and primary UDI number corrected.

Event description:
Additional information was received that reported the "patient began experiencing intermittent runs of ventricular tachycardia, with arrhythmia, decision made to assess device positioning under echo. Impella 5.5 device was repositioned slightly, ventricular tachycardia has not been visualized since."